Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. As received, a complete lead with guidewire partially inserted at the distal region was returned in one piece. Visual and x-ray examination of the lead found that the inner coil at the connector region was bunched up/ offset consistent with procedural damage. The cause of the reported event was due to the bunched up/offset inner coil at the connector region which is consistent with procedural damage.

Event description:
During attempted implant, the guidewire could not be inserted into the left ventricular (lv) lead. A different lv was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.